Manufacturer narrative:
Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient visited his surgeon complaining of hip pain. His acetabular shell appeared loose on x-ray. Patient was scheduled for surgery. Patient was operated on (B)(6). Doctor removed the loose acetabular socket and implanted a tritanium revision cup.

Manufacturer narrative:
An event regarding shell loosening involving a trident psl shell was reported. The event was not confirmed. Method and results: device evaluation and results: small amounts of bone ingrowth were observed on the trident psl shell. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined as insufficient medical information was provided. Clinical history, operative reports, and recent x-rays are needed.

Event description:
Patient visited his surgeon complaining of hip pain. His acetabular shell appeared loose on x-ray. Patient was scheduled for surgery. Patient was operated on (B)(6). Doctor removed the loose acetabular socket and implanted a tritanium revision cup.